Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd nexiva catheter air entered the line and blood leaked. The following information was provided by the initial reporter: cape cod had an incident with a nexiva catheter and are no longer feeling confident in the lot number they have for their 20g the incident occurred with one nurse, two separate times. She did not save either of the defected ivs. The specific defect was leakage from the closed port where the needle retracts from. With this port being open after retracting the needle, there was blood leaking out of the line and air going into the line. The nurse was concerned this could cause an air embolism.

Event description:
It was reported while using unspecified bd nexiva catheter air entered the line and blood leaked. The following information was provided by the initial reporter: cape cod had an incident with a nexiva catheter and are no longer feeling confident in the lot number they have for their 20g. The incident occurred with one nurse, two separate times. She did not save either of the defected ivs. The specific defect was leakage from the closed port where the needle retracts from. With this port being open after retracting the needle, there was blood leaking out of the line and air going into the line. The nurse was concerned this could cause an air embolism.

Manufacturer narrative:
The photograph provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review could not be performed as the lot number is unknown. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. H3 other text : see h10.